Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No low reservoir anomaly and device test failed noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that they performed displacement test and it failed. The customer also reported that the insulin pump received low reservoir and was able to clear it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.